Event description:
The hosp reported that during an endoscopic saphenous vein harvesting procedure, the scope washer line on the uniport plus was blocked causing the fluid to leak out of the handle. The hosp did not provide any additional information. No patient complications were reported.